Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon was doing a primary right hip replacement and when surgeon opened an accolade size 5 stem, the stem was an orangish color and the coating on the implant was smooth, so surgeon did not use. Another stem of same size and family was on hand and was implanted. No delay in case.

Manufacturer narrative:
An event regarding the appearance of discolored ha coating of a accolade stem was reported. The event was confirmed based on the images provided. Method & results: -device evaluation and results: the device was not returned for analysis but images of the device were provided. These showed that the ha coating section of the stem looked orange in colour compared to another stem that was included in the photograph for reference -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been 1 other similar events for the reported lot. Conclusions: the event was confirmed. An nc has been raised to investigate the event, the root cause has not been identified.

Event description:
It was reported that surgeon was doing a primary right hip replacement and when surgeon opened an accolade size 5 stem, the stem was an orangish color and the coating on the implant was smooth so surgeon did not use. Another stem of same size and family was on hand and was implanted. No delay in case.